Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was some resistance when introducing the guidewire into the pacing lead. The lead was still placed, however, it exhibited noise, high impedance, and 'lack of command.' The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that five stylets were returned with the lead. /stylets received in dispensers. Stylet insertion test was performed using all stylets returned, each stylets passed through the coil lumen without obstruction. Electrical tests were also performed, test results were passed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.